Event description:
A scissors blade insert allegedly broke intraoperatively, while a surgeon cut tissue on a pt. Surgeon removed broken piece with forceps and irrigated the surgical field. Pt sustained no injury.